Manufacturer narrative:
Adc product quality engineering (pqe) investigated this alarm-2 (signal loss alarm) complaint. It was determined that the freestyle libre 2 sensor reported in this complaint was manufactured at flex buffalo grove (fbg) with the incorrect low temperature ratio parameter of zero (0). The low temperature ratio parameter setting should be set at 187. The incorrect low temperature ratio parameter will prevent the sensor bluetooth low-energy (ble) radio from enabling in the operational temperature range, and as a result the system will not be able to present glucose alarms. This failure mode was identified during investigation of the track and trend review related to alarm-2 cases in april 2020. This issue was addressed in the field by adc fa1027-2020. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The temperature ratio setting is in the machine software and therefore, not captured in the DHR. Dhrs for the libre reader indicated by the serial number provided by the customer. The dhrs showed the libre reader passed all tests prior to release. Pqe has determined that there was no indication that the reader did not meet specification. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Adc quality hold (B)(4) was initiated on 16-may-2020 to all sites within adc control to prevent further distribution of the impacted sku. (B)(4) was initiated to investigate and address this issue on 16-may-2020. Immediate as well as corrective and preventative actions include: the fbg programmable logic controller (plc) software on kit pack lines msi04 and msi05 has been updated to correct the software code to prevent resetting the low temperature parameter to "0". The supplier change notification (scn) process was used to implement the immediate correction and was confirmed on 28-may-2020 manufacturing control commenced during q2 of 2020 and impacted product was determined to either be immediately scrapped or reworked. These planned corrections are currently in process, with an anticipated competition date of 18-sep-2020. Update (B)(4), text file, packaging line test limits, 22175 sys e and associated packaging line validation protocols to include applicable product software parameters for verification. This will ensure that the validation of additional packaging lines will include all the appropriate parameters for successful verification and validation. Anticipated competition date of this corrective action is 13-nov-2020. Update (B)(4) (validation process) to include requirements to perform functional testing of product to user requirement specifications. This will ensure that the process validation activities include product functionality checks. Anticipated competition date of this corrective action is 23-dec-2020. Quality directive (B)(4) and faq¿s were issued to the field on 19-may-2020 to advise customer support of adc fa1027-2020, and how to handle customer calls related to the issue in impacted countries. Technical bulletin tb1008-2020 was issued to the field on 20-may-2020 to advise customer support of adc fa1027-2020, and how to handle customer calls related to the issue in non-impacted countries. Risk evaluation (B)(4) was completed on 21-may-2020 to address the risk to the user as a result of this issue. Field action adc fa1027-2020 was issued to (B)(4) on 21-may-2020. No product was returned for this complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A ¿signal loss¿ issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported that on (B)(6) 2021, the sensor displayed a signal loss and he experienced symptoms described as ¿racing heart, feelings of fear, sweating¿ and then he passed out. The customer was unable to self-treat and required treatment of dextrose and apple juice from a friend. No further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
A ¿signal loss¿ issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported that on (B)(6) 2021, the sensor displayed a signal loss and he experienced symptoms described as ¿racing heart, feelings of fear, sweating¿ and then he passed out. The customer was unable to self-treat and required treatment of dextrose and apple juice from a friend. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Upon investigation of returned product, it was determined that the sensor reported in this complaint was not manufactured with the incorrect low temperature ratio parameter of zero (0) as stated in the previous combined initial final report. It has been determined that the initial confirmation of this issue for the reported sensor was made in error and sections h6 and h10 of the MDR have been updated accordingly. Sensor ((B)(6) ) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues were observed. The sensor was activated with a retained reader and the bluetooth connection was successful. Linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), signal loss message was observed. Since the sensor and reader communicated successfully and a signal loss message was observed after simulating a signal loss, the returned sensor was found to be functioning properly; therefore this complaint is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.